Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)#, medical device serial #. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported of complaint of an over infusion of blinatumomab was not confirmed through log review and was not reproduced during laboratory testing. The suspect pump module s/n:(B)(6) was found to have a malfunctioning upper pressure sensor that was the cause for the reported channel error message. It was temporarily replaced with a known good test dchu lab pressure sensor for testing purposes only, and no further channel errors were noted during the laboratory testing. The concomitant pump module s/n: (B)(6) was also found to have a malfunctioning upper pressure sensor during the investigation. Testing of the suspect pump module for rate accuracy found it to be infusing within specification, and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. It was noted that the bezel in the suspect pump module and the concomitant pump module were recall affected; however, it did not exhibit the issue of cracked or separated bezel posts that have been found to cause an over infusion. On 02 december 2024 at 4:22 pm, the suspect pump module s/n: (B)(6) was attached to the pcu (channel b) was programmed a basic infusion for a 48-hour duration with rate at 5.2ml/h and volume to be infused (vtbi) at 250ml. It was reassigned to channel c at 4:55 pm. On 03 december 2024 to 04 december 2024 the suspect pump module s/n: (B)(6) remained infusing with the vtbi changed twice to 30ml and 25ml and infused to completion of 04dec2024 at the time of 2:50 am. The pump module received new programming with the rate set at 5ml/h and the vtbi set at 10ml with the infusion started. On 04 december 2024 at the time of 3:52 am the suspect pump module s/n: (B)(6) alarmed with channel error code 240.4150 stopping the infusion. There was an attempt to restart the infusion, but the channel error code 240.4150 returned at the time of 4:07 am. Between the time of 4:44 am and 7:27 am the suspect pump module s/n: (B)(6) received programming of a basic infusion with the rate at 5.2ml/h and the vtbi at 250ml. It alarmed for patient side occlusion and was turned off. It was removed and reattached. Received new programming with the rate at 25ml/h and the vtbi at 500ml. It alarmed for patient side occlusion after the infusion was started. There was a safety clamp open alarm, and the door was closed with the infusion restarted. The channel error code 240.4150 returned. The suspect pump module received reassignment as channel a, was reprogrammed with the rate at 25ml/h and the vtbi at 100ml. The infusion and system were turned off at the time of 7:27 am. On the date 04 december 2024 at the time of 4:44 am the concomitant pump module s/n: (B)(6) received a basic infusion programming with the rate at 5.2ml/h and the vtbi at 250ml, (this is suspected to be the third reported infusion of dose of blinatumomab). The pump module had a channel error code 240.4150 a few minutes earlier before this infusion was programmed. Between 4:54 am and 4:57 am the pump module had an occlusion patient side alarm with the infusion restarted. Received reassignment was channel a. The door was opened followed with a safety clamp open alarm before the door was reclosed and the infusion restarted. The rate was changed to 25ml/h and the channel error code 240.4150 occurred followed with the pump module removed. The internal inspection found the bezel with date code of june 2017. The bezel was of the plastic material fr-110 that is under a recall (recall: mms-21-4400) that was released in june of 2021. According to the user manual v12.1 in the bd alaris pump module rate accuracy, notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The bd alaris user manual v12.1 states not to use a device with any damage. Send it to biomedical engineering for repair. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Inspection and testing of the incident administration set was not returned for this investigation; therefore, testing could not be performed. The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the suspect pump module s/n (B)(6) has been opened for investigation. Please replace the bezel, upper pressure sensor, door harness and mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to return it to customer. The concomitant pump module s/n (B)(6) has been opened for investigation. Please replace the bezel and the upper pressure sensor and left iui. Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to return it to customer. Root cause: the root cause of the reported of an over infusion of blinatumomab, was not determined or replicated. Testing of the upper pressure sensor of the suspect pump module s/n: (B)(6) found it to be malfunctioning and contributed to the reported channel error message. Note that this report lists imdrf annex a1801, a040502, c0601, d01, d15, g04037 and g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the infusion of blinatumomab (18mcg in 250ml saline with total volume of 270ml) was completed earlier than expected. The infusion was intended to run at 5.1ml/hr., with the second dose started on (B)(6) 2024 at 1630 with expected completion on (B)(6) 2024 at 1630. However, on the morning of the (B)(6) 2024, at around 0245 it was noticed that the amount of fluid left in the bag was almost completed approximately 12 hours ahead of schedule. The clinicians and pharmacist were then notified. The third dose was then started at 0440 at 5.1ml/hr. With no adverse reactions noted from patient. It was also reported that the pump module "had been changed during the night shift when it displayed "channel error" message. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion of blinatumomab (18mcg in 250ml saline with total volume of 270ml) was completed earlier than expected. The infusion was intended to run at 5.1ml/hr., with the second dose started on (B)(6) 2024 at 1630 with expected completion on (B)(6) 2024 at 1630. However, on the morning of the (B)(6) 2024, at around 0245 it was noticed that the amount of fluid left in the bag was almost completed approximately 12 hours ahead of schedule. The clinicians and pharmacist were then notified. The third dose was then started at 0440 at 5.1ml/hr. With no adverse reactions noted from patient. It was also reported that the pump module "had been changed during the night shift when it displayed "channel error" message. There was patient involvement but no harm.